Event description:
A peritoneal dialysis patient reported that dialysis solution leaked out of the cassette and into the cycler. The patient was administered prophylactic antibiotics and his effluent remained clear. Sample is not available; sample was discarded.

Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation, and the lot number was not able to obtained to date. Distribution records were reviewed to identify potential lots of this product shipped to the customer within three months of the date of occurrence. Batch records for the lots identified were reviewed and confirmed there were no deviations or non-conformances during the manufacturing process.